Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought into the clinic due to a lead alert. It was found that a lead integrity alert (lia) had triggered due high rate non-sustained episodes and sic (sensing integrity counter) for the right ventricular (rv) lead. Additionally, there were high and undefined pacing impedance with no capture, threshold increase and variable, and sensing false r-waves with noise on the rv lead. A possible fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, pacing capture threshold in the right ventricle was elevated, and pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.